Manufacturer narrative:
The insulin pump passed the self- test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received insulin flow blocked alarms. The customer's blood glucose was 156 mg/dl at the time of incident. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer performed high pressure test. The insulin pump will be returned for analysis.